Manufacturer narrative:
Initially it was reported that printed circuit boards and air gas module were found defective. During on-site visit liquid traces on pressure transducer printed circuit board and expiratory channel connector board were found. Moreover, evaluation of provided device logs revealed occurrence of flow transducer, monitor pressure transducer test failure. It was confirmed that expiratory channel printed circuit board and air gas module were defective. Liquid/corrosion on pcbs can cause short circuit which might affect the ventilator¿s characteristics and performance. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. The most likely cause of the contamination is ingress of liquid or improper humidity. Circumstances about the source of the liquid are unknown. The defective parts were not returned for investigation, despite request. The causes of the claimed issues in this customer product complaint have been determined. The issues were related to expiratory channel printed circuit board, air gas module (component failure) and environmental issue (traces of oxidation pcb).

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
During the inspection of the ventilator it was discovered that printed circuit boards and air gas module were found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.